Manufacturer narrative:
Exact date unknown, event occured last month when the patient had her stimulator interrogated.

Event description:
It was reported that the patients ipg was non-functional and was experiencing inadequate stimulation despite reprogramming done. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.